Event description:
Reporter indicated that vns patient was experiencing an increase in seizure activity. It is not known whether the increase is above pre-vns baseline seizure frequency as no response has been received to manufacturer's request for additional information from treating neurologist. Based on known device settings, generator end of life is not a likely cause of the event. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance.